Event description:
A malfunction was reported on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the reset process. Malfunction code did not reoccur. Customer may continue to use the pump.